Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an attempt was made to interrogate this pacemaker. This was unsuccessful. The device case was opened and the battery was removed. The battery capacity was measured and found to be at 0.73 volts. The battery was replaced with an external power source and no high current drain was noted. Analysis determined the reported clinical observations were a result of an issue with the battery component. Of note, this component was supplied by another manufacturer and is no longer in use with our current generation of devices.

Event description:
It was reported that this pacemaker was suspected to have reached battery capacity depleted status. In addition, they cannot interrogate the device. Boston scientific technical services (ts) consider placing a magnet to see if there is a response via rate pacing and device replacement. The device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.